Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor 07/13/2018, belt 07/31/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital on (B)(6) 2021. Review of the patient's download data indicates the patient received one appropriate shock that failed to convert the vf arrhythmia on the date of passing. Per clinical review of the continuous ECG recording, the device was started up at 01:44:30 on (B)(6) 2021. The patient was in svt at 150 bpm with varying heart rate, pvc's, and motion artifact between 01:46:01 and 10:30:01. The patient was in sinus rhythm at 90 bpm with pvc's at 16:35:16. The patient's rhythm then transitioned to vt at 270 bpm with motion artifact. The patient received the appropriate shock at 16:35:52. The patient's rhythm at the time of the shock and post-shock rhythm were vf with motion artifact. The patient was in vf with motion artifact at the time of the electrode belt disconnection at 16:35:59 on (B)(6) 2021. It was not reported who disconnected the electrode belt.